Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reports "very pronounced capsular contracture, distorted breast, stings, scars following the removal." Healthcare professional later reported "capsular contracture, baker grade iii." Diagnosed with mammography and ultrasound the device has been explanted and replaced. This record relates to the right side.